Event description:
Devilbiss healthcare is the manufacturer of the device which is an oxygen concentrator. We will not be receiving this device back for evaluation. We will file an update when additional data is available. Device was in use while patient slept. The user woke up because of smoke. Neighbor assisted in putting out the fire. No injury was reported.

Event description:
Devilbiss healthcare is the manufacturer of the device which is an oxygen concentrator. We will not be receiving this device back for evaluation but have received photographic evidence. This is our updated submission. We were notified by a home oxygen provider of an incident involving a devilbiss 525ds oxygen concentrator. The oxygen supplier was notified by the patient of an incident the patient states occurred "while they were sleeping" and concurrently wearing their oxygen device. The user stated they "awoke due to smoke in the room." The patient also stated, "a neighbor assisted in putting out the fire." No injury was reported by the patient or the oxygen supplier. The photographic evidence obtained at the scene by the oxygen provider while assessing the incident in the patient's home indicates the ignition started at the patient's proximal airway, as evidence by the condition of the nasal cannula, which demonstrates mild deformity (melting) and is discolored/blackened from the thermal event. The oxygen extension tubing was routed up and around the doorway and back to the oxygen concentrator. The burn trails on the floor and around the doorway indicate the thermal event/fire propagated from the nasal cannula and oxygen tubing back to the oxygen concentrator, where there is visual evidence of external thermal damage. The most common cause of this type of event is the user smoking while wearing flowing oxygen. The unit has not been returned to devilbiss for additional investigation.